Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged that the battery cap had a worn exterior and ¿gritty¿ cap, and that the cap had not been replaced in one to three months. It was reported that the battery compartment was cracked and that there was evidence of moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: a review of the pump¿s black box data revealed evidence of voltage drops and short battery life. The battery cap was unable to secure onto the pump. The battery cap was found to have damaged threads, and there was evidence of moisture contamination on the interior of the battery cap. The battery cap contact height did not measure within specifications. The pump intermittently powered on with the returned battery cap. A test cap was used to complete the investigation. The pump powered on with the test battery cap. The electrical current draws measured within specifications. The battery compartment was observed to be cracked, with evidence of moisture inside. The leak test failed due to a battery compartment leak. The pump was opened and no evidence of moisture was observed inside the pump.